Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Note: reporter states 3 performa meters were in use; it is not known which meter was used with the suspect strip lot. Device will not be returned.

Event description:
The patient had been transferred to ICU for a seizure. Reporter stated that patient received the following results on the performa system compared to lab results within 10 minutes: 105 mg/dl (performa meter) and 15 mg/dl (lab). The patient had symptoms of sweating at the time of these results. No treatment was reported. No adverse event due to the device reported. It was reported that the patient is currently "in a coma". It is not known when this occurred in relation to the comparison results. The manufacturer requested return of suspect product for evaluation; however, the hospital has indicated they do not intend to return the product.